Event description:
Baxter received a report that the connection 'between the transfer set, and machine were loose, and leaking'. The patient developed peritonitis. In the nurse's opinion, the peritonitis may be related to the loose connection/leak. The patient went to the emergency room with abdominal pain. The effluent was analyzed, and a culture was performed in 2009. The dialysate was cloudy. The leucocyte count was 5000, the neutrophil count was 86, the lymphocyte count was 10, the monocyte count was 4, and the erythrocyte count is 4000. The causative organism was identified as staphylococcus coagulase negative. The patient was treated with ceftazidime (starting the same day, 125 mg/l intraperitoneal), and cefepime (starting the same day 125mg/l intraperitoneal). When asked if a break in aseptic technique occurred, the nurse stated that the connection 'between the transfer set, and machine were loose, and leaking'. The nurse reported that the patient had been retrained to tighten and check the connection prior to starting therapy. The nurse's causality statement is 'unrelated to dianeal therapy; possibly related to the loose connection/leak'. The following month, the nurse informed that there was no problem with the cassette and that the patient did not tighten the connection at the transfer set.

Manufacturer narrative:
The cassette was discarded.